Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad for the ilet pump did not function despite proper cable connection and attempts with multiple wall outlets, with no indicator light observed. The issue was a low pump battery status with the advisory that insulin delivery would stop if the battery depleted. No adverse clinical symptoms reported. Outcomes included shipment of a replacement charger via expedited delivery without hospitalization. Investigation included a remote troubleshooting review that confirmed failure to power and lack of indicator illumination. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.